Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an acl procedure, using a needle and suture capture, it was passed the suture point through the supra-spinal and the blade that recovered the suture to the other side of the fabric did not trap the threads, it happened. It did not work to capture it. A backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The suture capture has no visible deficiencies. Bio debris is present. The suture passer has no visible deficiencies. A functional evaluation, using a reference firstpass device, showed the suture passer caught the suture and the suture capture caught and held it. The suture passer and suture capture loaded and unloaded with no problem. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include tissue thickness, damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.